Event description:
The hcp reported that a priming bolus programming error was made following a study. Reason for the study was not reported . The study was performed to determine catheter patency. The pt left the facility before the programming error was discovered and the hcp was unable to contact the pt with the phone numbers provided, as the pt was on her way out of town. The pt was receiving dilaudid 8.5 mg/ml at a dose of 3.5 mg/day and bupivicaine 2.5 mg/ml at a dose of 1.03 mg/day. The single bolus dose was 3.876 mg. The hcp used the "rotor volume" instead of the catheter volume to prime the catheter. The pt's husband called in at approx 11 pm to report that his wife was "extra sleepy". He was instructed to observe her for overdose progression symptoms. The wife is currently doing well.